Event description:
Caller reported a malfunction on pump, with malfunction code 16-0x20e6 displayed. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the caller on receiving a replacement pump with updated software and provided instructions for storage mode and returning the problematic pump via ups. Customer was sent a replacement pump and will use mdi as backup therapy.